Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the event caused by external factors, or handling of the device. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: in the operation manual ¿chapter 3 preparation and inspection section 3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited the tip of the objective lens, adhesive was peeling]. There were no reports of patient involvement.